Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis due to a rotor failure. A follow up report will be sent when additional info is received.